Manufacturer narrative:
Follow-up # 1 ¿ (05/07/2014). The patient¿s meter has been returned on 4/23/2014 and evaluated by lifescan product analysis on 4/25/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a low battery. A DHR (device history record) was completed on 04/30/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan to report the onetouch ultramini meter was displaying the battery indicator symbol. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014, at 12:00 pm, the patient noted the reported meter was giving the battery indicator symbol; she was unable to obtain a blood glucose reading. This meter will display the battery indicator symbol when there is no longer enough power to perform a test; the battery must be replaced. At 12:30 pm the patient experienced the symptoms of shaking and anxiety. The patient administered self-treatment by consuming food and/or a drink; she did not seek any medical attention. The patient manages her diabetes with insulin taken on a sliding scale. Troubleshooting revealed the patient had not replaced the meter¿s battery as recommended by the manufacturer. The issue was not resolved as the patient did not have a new replacement battery available. The meter and test strips were replaced. The patient¿s technique was incorrect by not replacing the meter¿s battery as recommended. However, as the patient experienced symptoms suggesting severe hypoglycemia after the meter power issue occurred and received treatment with food, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.